Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath both breasts and where the shoulder straps from the garment are located. The patient's nurse was using a silicone based lotion on the irritation to promote healing. The irritation worsened and sure prep protective wipes were then being used. The irritation started to improve after being prescribed an anti-fungal cream called "bava" to use on the irritation. During a follow-up, it was reported that the patient's irritation improved after using the prescribed medication from the doctor.